Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Contact reported that the "pump failed" and was not turning on. No further specific information was provided and customer declined any further follow up. Pump is out of warranty.